Event description:
The customer reported via phone call that she experienced sensor issues. The customer's blood glucose was unknown. The customer explained that the previous six times that they inserted the sensor, the sensor was not releasing properly. The customer stated that this issue would cause the sensor to break. The customer was advised that the serter and sensor would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.